Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen for a year. There was no adverse impact on the customer's blood glucose level. The customer service team guided the caller on how to press the button correctly but ultimately decided to replace the pump due to persistent issues. The replacement pump would come with updated software, and the caller agreed to return the problematic pump to avoid being billed. The caller acknowledged the need to program the new pump settings and connect their cgm.